Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was not due to programming; it is unclear if the event was due to programming as it was previously reported that event was due to programming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced increased pain that was worsened with stimulation. The patient turned the program down which helped and they eventually turned the device off. The therapy was suspended and the patient experienced decreased therapeutic relief. The device was off when she presented to the office. The patient was advised to follow-up when a company representative was present to assist in reprogramming. As of (B)(6) 2017, the patient has not been scheduled for reprogramming. The outcome was ongoing. The event was related to the device or therapy and programming, but not related to the implant procedure. It was further reported that the event was not due to programming. The clinical diagnosis was reported as worsened hip pain. The outcome was reported as resolved without sequelae on (B)(6) 2017. Additional information was received from the patient¿s healthcare provider (hcp) via a clinical study on 2018-jul-31. It was reported that the stimulation was worsening the patient¿s hip and back pain. The patient attempted to turn stimulation down, which helped initially, and then they turned the device off. It was noted that the issue started on (B)(6) 2017. On (B)(6) 2018, the patient reported to their hcp that they turned the device on and it immediately caused increased pain. Once they turned the device off, the pain was manageable. The patient resumed utilizing the device on (B)(6) 2018, as it would now only intermittently cause worsened back pain. The etiology of the event was noted as related to the device or therapy. The outcome of the event was noted as unresolved with no further action planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) via a clinical study. It was reported that the cause of the stimulation causing worsened/increased pain was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the patient continued with intermittent use as the stimulation seemed to irritate their back pain. It was noted that the event was due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2017. No further complications were reported/anticipated.